Manufacturer narrative:
(B)(4). Date sent: 10/09/2015. Information was not provided by the initial contact. Batch # (B)(4). The analysis results found that the tlh60 device was received in good visual conditions and with a reload loaded in the device, the reload was received void of staples. The device was noted to be locked as the rotating knob would not turn. No functional test was performed. The device was disassembled to verify the condition of the internal components and the slide was found misassembled not allowing the slide to properly advance and preventing the knob from rotating. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not advance, unable to turn end. Unable to fire. Had to open another one. There was no adverse consequence to the patient.